Event description:
It was reported that a spectrum pump experienced an unspecified system error. It was also reported there was no pt injury.

Manufacturer narrative:
(B)(4). Baxter rec'd and evaluated the device. The device was found in specification in relation to the reported symptom which was not reproduced. The device was tested and no malfunction could be identified. System error 322 was confirmed through the event history log. The eval was unable to determined the cause. The upper and lower auxiliary are known contributors to this symptom and have been replaced.